Event description:
It was reported by service report that the cot was unable to lock into the rail assembly because the in fastener shut off was installed incorrectly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The in fastener shut off was installed incorrectly and was in the way of the unit and did not allow the cot to lock into the rail assembly.